Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents in specification. No failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the buttons on the insulin pump did not work properly. The blood glucose reading was 137 mg/dl. She also reported a failed battery alarm that she was unable to clear. She stated that she was unsure if the insulin pump got wet. Nothing further was reported.